Manufacturer narrative:
Customer's calibration results were ok. Qc results were not provided. The customer performed additional testing with the seven patients samples. A rapid strip test was performed on the samples and all seven samples resulted negative. Specific testing details were requested but not provided. The seven patients samples were requested and provided for investigation. The investigation determined the serological result for all seven samples are negative in all antibody assays. Consequently, the investigation did not identify any indication for a past sars-cov2 infection in the specimens. Further clarification of the observed discrepancies is not possible with available methods and the current state of the art. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Product labeling states: "the sensitivity of the elecsys anti-sars-cov-2 assay early after infection is unknown. Negative results do not preclude acute sars-cov-2 infection. If acute infection is suspected, direct testing for sars-cov-2 is necessary." (B)(6).

Event description:
The initial reporter received questionable false negative elecsys anti-sars-cov-2 results for seven patients tested on a cobas 8000 e 801 module. No questionable results were reported outside of the laboratory. The patients were first tested by using pcr methodology, and then samples drawn for anti-sars-cov-2 testing. The serial number of the e 801 analyzer is (B)(4).